Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 600 mg/dl. The customer's grandfather stated the customer was vomiting with diarrhea prior to being hospitalized. The grandfather also reported the cause of their hospitalization was from diabetic ketoacidosis. The customer was treated with an insulin drip and fluids at the hospital. It was also found the customer was wearing the insulin pump at the time of hospitalization. It was also reported the customer had an insulin leak at their reservoir a few weeks prior. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.